Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, during valve deployment, the atrion syringe filled with blood and it was noted that the balloon had ruptured. The valve, delivery system, and sheath were removed as a whole unit. A new system was prepped and the valve deployed successfully. It was noted that there was difficulty tracking the system up the aorta and there was a great deal of tension on the system the entire time. This was not the case with the second system.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other complaints relating to the reported event were identified. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The following IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving commander delivery system usage: IFU for commander delivery system, device preparation manual, and device training manual. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system leakage and difficult to track system through anatomy were unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the device, no manufacturing non-conformances were identified during the evaluation. A review of DHR and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported 'during valve deployment, the atrion syringe filled with blood and it was noted that the balloon had ruptured'. It was also mentioned that there was difficulty tracking the delivery system up through to the aorta and a great deal of tension was felt the entire time. It is possible that the patients anatomy had some degree of tortuosity and calcification that contributed to the complaint event. To overcome potential tortuous anatomy, high push force may have been applied to track the delivery system. In doing so, potential excessive manipulation may have been applied to the device while tracking through calcified patient's anatomy and may have led to the reported complaint events. However, due to lack of device and imagery a definite root cause is unable to be determined. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.